Event description:
Reported via clinical study it was reported extremity numbness occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient presented to the emergency department on (B)(6) 2025 reporting left hand, foot, forearm and lower leg numbness/tingling. Magnetic resonance imaging (MRI) was completed in response to the event, and the patient was placed on plavix medication for twenty-one days. The patient was discharged the next day with symptoms fully resolved.